Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/28/2015 with the following findings: the display is dim fading and reddish. Battery compartment is cracked below pad, cartridge and battery caps not returned, a test battery cap was used to verify steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and cracked battery department. This report is made based on the results of an investigation completed on 08/28/2015.